Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, h3. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, the alleged malfunction was not identified, therefore, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer info.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video telescope had a stain on the objective lens. It was not specified during what type of device usage the reported event occurred. There was no patient injury or medical intervention associated with this event.